Event description:
It was reported via repair work order that the siderail could not remain latched due to a broken latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderail could not remain latched due to a broken latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was found that the patient right latch assembly was broken, causing the toprail to be difficult to lock and unlock. However, the side rail was still able to remain latched in the upright position and to be unlatched if needed.